Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention is anticipated to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-12956. Related manufacturer reference number: 1627487-2021-12957. It was reported that, on (B)(6)2021, the patient's ipg pocket was opened and the extensions were disconnected from ipg. The extension pocket was then opened and the extensions were disconnected from the lead. Reportedly, the impedances did not change following this, and so the ipg was then relocated to the previous extension pocket and it was then directly connected to the lead. High impedances remained and the extensions were not re-implanted. Therapy was restored following the procedure.